Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer did stated that the external temperature of the pump changed just prior to the alarm as it was taken out of a pocket to initiate the bolus. The customer changed out the cartridge and insulin was observed exiting the infusion set tubing.